Event description:
A hospital in (B)(6) reported via our distributor that an rt236 infant dual-heated evaqua breathing circuit could not be heated. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit has not been returned to the manufacturer. It has been inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). The electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested. Results: the electrical resistance test revealed that the inspiratory limb heater wire was open circuit as it was outside the specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).